Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor was found to be contaminated with dirt and was replaced to address the issue. Additionally, during testing the device's blower assembly, muffler assembly and inline proximal filter were found to be contaminated with dirt. The device's components were replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed. The device's air inlet foam filter and particulate filter were replaced per preventive maintenance protocol. The device was cleaned and tested. The device passed all final testing.